Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a patient receiving an unknown medication at unknown concentration and dose via an implantable pump for malignant pain. On (B)(6) 2016 the patient experienced signs of withdrawal and symptom return. The pump expected volume at time of refill was 10ml but actual residual was 0ml. No empty pump alarms were noticed because it was programmed to still have 10ml in reservoir. The wrong pump size was implanted and incorrectly programmed. The patient was to be implanted with a 20ml pump and 20ml of drug was ordered. However, the patient was implanted with a 40ml pump and a drug volume of 40 ml was incorrectly programmed at the time of implant. At the time of refill they attempted to access the reservoir and were unable to aspirate any fluid from the drug reservoir. They were not able to draw back any medication despite the programmer reading an expected volume of 10 ml. The pump was refilled and the dose was decreased. The patient was going to return to the clinical weekly to titrate dose/determine if the pump was dispensing medication properly after being empty. Additional information indicated the patient was seen and they responded to the dose increases. There were no concerns about a pump malfunction and the issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.